Event description:
It was reported that the physician was inquiring if the coating had changed on two different MRI implantable pacing leads. Both leads experienced dislodgements and the physician also indicated that the leads felt "gritty" when they run along each other. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).